Event description:
It was reported that the bladder of a large volume intermate ruptured. This occurred at the end of patient infusion of a non-baxter solution and 5% glucose (non-baxter product). The reporter stated that there was very little solution inside of the device at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufactured on january 16, 2012 to january 17, 2012 evaluation summary: the device was returned for product evaluation. A visual inspection identified that the bladder was ruptured. During a microscopic inspection abrasions were observed on the interior surface of the bladder near the rupture line. The cause of the rupture is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.